Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to misuse/abuse and user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
During an unspecified surgical procedure, it was observed that the air pen drive device was found with a seized, rough running, defective motor that had a locked computer and didn't work. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.